Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the treatment was completed as planned by using a wireless footswitch. The remote service engineer (rse) connected with the customer and confirmed that the wired footswitch was not making x-ray. The field service engineer went onsite and checked the connection and secured it with a cable tie. After which, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that during a procedure the wired footswitch was unable to perform x-ray. The system was in clinical use at the time of event. No harm was reported to philips. Philips has started an investigation of this complaint.